Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle has poor sleeve function. This occurred 4 times. The following information was provided by the initial reporter and translated to english: "regulatory reporting #: (B)(4). 02/aug/2022 customer replied: no patient or sampler has suffered any adverse effect due to this defect. This defect has been observed to date with 2 black needles (ref (B)(4)) with 2 different samplers, and 2 green needles (ref (B)(4)) also with 2 different samplers, i.e. 4 times in 1 month. Anomaly needle for sampling lot 2091471 (black needles) and 2019600 (green needles), the rubber of the needle tip does not come back in place when the needle is removed from the arm, the patient's blood flows on the socket wall outside the tube (incident occurred 4 times in 15 days)."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 18-aug-2022. Investigation summary: material #: 360213 lot/batch #: 2019600 bd received fifty-three (53) samples for investigation. Ten (10) samples were randomly selected and evaluated by functional testing. The indicated failure mode for incorrect sleeve recovery with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of incorrect sleeve recovery. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle has poor sleeve function. This occurred 4 times. The following information was provided by the initial reporter and translated to english: "regulatory reporting #: r2219867. 02/aug/2022 customer replied: - no patient or sampler has suffered any adverse effect due to this defect. - this defect has been observed to date with 2 black needles (ref 360211) with 2 different samplers, and 2 green needles (ref 360213) also with 2 different samplers, i.e. 4 times in 1 month. Anomaly needle for sampling lot 2091471 (black needles) and 2019600 (green needles), the rubber of the needle tip does not come back in place when the needle is removed from the arm, the patient's blood flows on the socket wall outside the tube (incident occurred 4 times in 15 days)."